Event description:
Complainant alleged that during a preventative maintenance check, the device would only run for forty minutes with a fresh charge on the battery. The complainant indicated that there was not pt involvement in the reported failure.